Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the device check the day after implant, the right ventricular (rv) lead sensing was intermittently undersensing. The lead was explanted and replaced with a tined lead. The replacement lead had similar sensing values but improved capture thresholds. No patient complications have been reported as a result of this event.